Event description:
A report was received that stated a nurse received a needle stick. The nurse was stuck by the exposed needle prior to actuating the safety device. The facility followed post exposure protocol and labs were drawn. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.